Event description:
On (B)(6) 2025 an ilet user was admitted to the mayo clinic early that morning after blood glucose (bg) reached 574 mg/dl. The user's bg had been above 300 mg/dl for about 4 hours prior to the ER visit. Despite replacing all supplies twice, the user's bg remained high. The patient uses a 23" 6mm contact detach infusion set and no issues were observed with insulin leakage. Upon arrival at the hospital, the user received fluids and insulin and was diagnosed with diabetic ketoacidosis (dka).

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.